Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from fcs, a patient underwent a transfemoral tavr procedure with a 26mm sapien 3 ultra valve inside a pre-existing surgical valve in aortic position. Approx. 2.5 months post procedure, the presented with an increased gradient of 32mmhg. The valve was not fractured at the time of implant. The patient underwent a successful balloon fracture today and had a post gradient of 16mmhg. Patient in stable condition after procedure.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint for increased gradients was unable to be confirmed due to unavailability of relevant imagery/medical records. According to the technical summary, extensive investigations have shown that stenosis or increased gradient events for the s3, s3u, and s3ur valves post-implantation are not associated with device malfunctions or manufacturing nonconformances. Historically, these events have been due to patient factors (such as atherosclerosis, thrombosis, endocarditis, rheumatic fever, and pannus formation) and procedural factors (such as under-deployed valves, valve size selection, and patient-prosthesis mismatch). Available information suggests procedural factors (under-expanded valve) likely contributed to the event as it was reported that due to increased gradient, post-dilation was performed to fracture pre-existing surgical valve, which resulted in lower gradient. When the valve is not fully expanded, the effective orifice area is reduced. This can impact valve functionality as blood flow across the valve would be obstructed, which can contribute to increased gradients or stenosis. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.